Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use as noted as spinal pain. It was reported the patient would be having a catheter revision due to 'problems' with her current catheter. It was noted the catheter was not performing as it should. It was later reported the patient experienced the catheter problems in (B)(6) 2015. In regards to circumstances that led to the problems the patient noted there were no changes they could think of. The patient noticed they were starting to need more breakthrough medications than normal, even with the pump. The patient had increases in pain that was still getting out of control. The doctor ordered a dye study and they saw the patient wasn't getting any medications through the catheter like they should. The patient had the pump and catheter that was wrapped around 2 vertebrae in their back replaced with a new pump and catheter. No further complications were anticipated/reported.